Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00630505036, liner standard 3.5 mm, lot: 63595980. Part: 6052-0935s, secur-fit max 127 neck (competitor product), lot: lj3d3l. Part: 18-3625, biolox delta ceramic c-taper femoral head (competitor product), lot: 59617003. Part: ar-1920sf, suture anchor, corkscrew (competitor product), lot: 10071823. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02589, 0001822565-2019-02591.

Event description:
It was reported that during the revision surgery the locking mechanism seized, the surgeon was unable to remove liner and elected to remove all components in acetabulum. 800 ml of blood loss was reported during the procedure with no transfusions given. All zimmer biomet components were explanted during this procedure. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting tissue damage, tendon tear and pseudotumor. After the revision, the patient dislocated and underwent a closed reduction. A second dislocation occurred after that and the patient was revised. During the procedure, the locking mechanism had seized and the surgeon was unable to removed the liner. The cup was removed and the liner was replaced with a competitors product. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.